Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient was unable to connect with their ipg. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The ipg was implanted in 2016, exact date of implant is unknown.

Manufacturer narrative:
Corrected data: (B)(6) 2018.

Manufacturer narrative:
A patient was unable to connect with their ipg was reported to abbott. The ipg was explanted and replaced to address the issue. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Corrected data: d4 - additional device information and h4 - device manufacture date.